Event description:
Healthcare professional additionally reported "left breast and left axillary pain" and "implant shell was covered in calcifications."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flow opening. Cancer: unable to observe as it is not related to the device. Pain: unable to observe since it is not related to the device. Calcification: white calcification observed. No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture and ptosis. Additionally reported thyroid cancer, not device related. Device has been explanted and replaced.